Event description:
It was reported that the driving cap/threaded device threads broke off inside the insertion handle on an unknown date. This is for a warranty replacement only. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 17-jun-2013.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) was conducted and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The additional evaluation states the item was received with threads broken inside the insertion handle. The item is not repairable. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. This item was forwarded to the product development on 21-aug-2013. The product development event evaluation states the device was received with thread broken off in mating insertion handle. The design of the insertion handle with its mating component the strike cap is predicated on existing devices. The male and the female thread is designed per the same specifications. Furthermore, the same material is being used with the same heat treatment and the same coating. From the complaint history of the existing instrument on the market, it can be seen, that the complaint description has not yet been observed. It is therefore unlikely, that the design has contributed to the cause of the event. The design specifications have been evaluated and compared with existing instruments during design reviews. It can therefore be concluded, that the design has not contributed to the cause of the event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. According to the manufacturing evaluation, the as received condition shows heavy wear on the hexagon pat and damages inside the bore. The threaded bolt is broken off and missing. During the production, the initial lots underwent an additional process step of heat treatment (stress relief annealing). This heat treatment is not foreseen for this particular raw material and led to a deterioration of the material due to aging. Due to this additional heat treatment the material lost certain characteristics of its physical specifications.